Event description:
A patient reported blood glucose results of 400 mg/dl, 394 mg/dl, 403 mg/dl, 120 mg/dl and 100 mg/dl with a lifescan meter, performed within 5 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The 120 and 100 readings were performed with a different test strip vial.